Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 6/22/2021 section h3: device evaluated by manufacturer: yes device evaluation: the complaint product was returned in its original packaging with the sheet labels. Upon evaluation of the device all the components were correctly engaged, and plunger was in a partially advanced position. No assembly error and/or defect related to manufacturing process were identified. Scarce amount of lubricating material was observed in the cartridge. The tip of cartridge was cracked/damaged. The lens got stuck at the cartridge tube and the pushrod overrides it. As the lens is to hard inside the device it is not possible to remove it; therefore, the reported cosmetic issue as scratch could not be verified. Based in the analysis product quality deficiency could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 plunger overrode the lens and scratched the lens. There was no patient contact. Procedure was completed successfully using backup lens of same model and diopter. No further information available.